Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized dehydration and urinary tract infection. The blood glucose reading at time of call was 400 mg/dl. Troubleshooting was performed. Reviewed the alarm history and found a battery alarm and no delivery alarm. It was stated that the infusion set was changed to resolve the issue. Reviewed the programming and the time was incorrect. Ran a fixed prime test and passed. During troubleshooting it was found that the customer does not pinch up the skin when the infusion set is inserted manually. No further information was provided.